Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve separation issue occurred. The investigational analysis completed 5/5/2020. The carto 3 system displayed a catheter sensor error when the thermocool® smart touch® sf bi-directional navigation catheter was plugged into the patient interface unit. The device was visually inspected, and valve was found displaced into hub. The valve could have been displaced due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device, and internal actions were found during the review. The customer complaint was confirmed. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve separation issue occurred. The carto 3 system displayed a catheter sensor error when the thermocool® smart touch® sf bi-directional navigation catheter was plugged into the patient interface unit. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The procedure was continued. It was also reported that while using the vizigo sheath, the hemostatic valve detached when the dilator was introduced. The sheath was replaced, and the procedure continued without further issues. No patient consequences were reported. Multiple attempts were made to obtain clarification regarding this complaint. However, no further information has been made available. Should more information become available in the future, it will be reviewed and processed accordingly.